Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was prompting "check code press ok." Per the onetouch ultrasmart owner's booklet, this message appears so that the user can confirm that the code number on the meter display matches the code number on the vial of test strips currently in use. The medical affairs specialist (mas) spoke with the patient in 2008, and obtained the following info. The patient reported that the alleged issue began a couple of days prior to contacting lfs, and as a result was unable to check his blood glucose during this period. Despite the reported issue, the patient confirmed he continued to take his usual dose of diabetes medication (50 units of levemir 2x/day, 20-25 units of novolog before each meal, and 500mg of glucophage 2x/day). The day after the issue began, the patient reported that he developed "shaky legs." The patient stated he develops this symptom when his blood glucose is low. As a result of the symptom, the patient reported that he ate peanut butter and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) walked the patient through confirming the code number that was appearing on the meter's display. The issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.